Manufacturer narrative:
The monitor and electrode belt have been returned to the distributor. The evaluations have not yet been completed.

Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Atrial fibrillation with rapid ventricular response (af with rvr) contributed to the false detection. The response buttons were not pressed during the event. Patient reports not hearing a siren and did not react. No injury was reported from the treatment. Patient was at primary care doctor¿s office getting an EKG at the time of treatment. Patient then went to an urgent care facility and was released to go home. The patient continues to use the lifevest.